Manufacturer narrative:
UDI: awaiting product information. A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient had previous instrumentation and fusion performed from occiput-c5 at an outside facility prior to 2014. The patient then reported to dr (B)(6) clinic in (B)(6) 2014 for further care. The surgery was performed to decompress the upper cervical spine and base of the skull for complications from severe rheumatoid arthritis. The patient was taken to the operating room (or) on (B)(6) 2014. The other hardware was removed. Dr (B)(6) placed mountaineer screws bilaterally from c2 to t2 skipping c3 on the right. The left c2 screw (xxx) was cut in length, down from 12mm to a shorter length to accommodate the anatomy. A 37 mm oc fusion plate (xxx) was selected and bent to match the base of the skull. An auxilliary mountaineer oc plate (xxx) was added to the top, to obtain two extra fixation points. The appropriate holes were drilled in all 5 location and the following screws were placed: top right: 4.0 x 8mm oc screw (xxx), top left: 4.0 x 10mm oc screw (xxx), top middle: 4.0 x 14mm oc screw (xxx), middle: 4.0 x 12mm oc screw (xxx), bottom middle: 4.0 x 10mm oc screw (xxx). Two cocr rods (xxx) were selected, cut, and bent to fit the anatomy. A head to head cross link was chosen (xxx) to fit over cxxxx. All set screws and crosslink nuts were placed in accordance to the technique guide and final tightened with the correct torque wrench and countertorque without incident. The patient returned home uneventfully. On xxx the patient returned to dr (B)(6) clinic complaining of overall numbness and weakness. She also complained of a "creaking" in her neck. Xray, CT, and MRI were obtained which showed a fracture of the right side rod just above the c2 screw head. The left rod was intact, however the left wing on the oc plate had fractured next to the poly head. He skull showed movement on flexion-extension xrays. On (B)(6) 2016 the patient returned to the operating room (or) to remove the broken hardware and realign the spine. The spine was manually realigned with mayfield pinions and xray visualization. Once exposed, the oc plate plus auxiliary plate were removed. It was noted that all occipital screws were very tight and still had solid fixation. All set screws, cross links, and rods were also removed. The implants were washed and cleaned by ultrasound to be returned to dss. Further decompression was done and new hardware was placed. A new 37mm oc plate and auxilliary plate were selected. All occipital screws matched the length and diameter of the screws removed (show above). Two new cocr rods were selected, bent, cut, and implanted. A crosslink was also placed across the right and left xxx screws. All set screws were final tightened in accordance with the technique guide without remark.

Manufacturer narrative:
Device was not returned to the complaints handling unit (chu) for evaluation. Neither device sample nor the tracking number was provided since the alert date of july 21st, 2015. Should more information and/or the device sample become available at a later date, this complaint file will be reopened and device will then receive a full evaluation. The exact part and lot number combination of the rod is unknown; therefore review of the device history record or the receiving inspection (ri) could not be reviewed. The trending analysis could not be performed without the product details and complaint category. No device or the photo was provided; therefore the condition of the components is unknown. There is insufficient information to perform a probable root cause analysis. A definitive root cause cannot be determined with the information provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.